Manufacturer narrative:
(B)(4). Examination of the submitted device was unable to confirm the reported event as the clamp functions as intended. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ratcheting mechanism on the patella clamp would not release.